Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged hot to touch issue could not be verified due to a different issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer's pump had a "warped" appearance from the wake button all the way down to the side of the pump. Reportedly, the customer believed the "warped" appearance was caused by the pump battery overheating. The pump remained functional. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.